Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: b3: exact date of event is unknown; literature article was published on 4/26/2022. G4-510k: this report is for an unknown synthes matrix titanium sternal fixation system/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: blake a et al. (2023), management of sternal wounds, infections, and sternal non-union with plate fixation: result from a single site experience, surgical infections volume 24, number 2, 2023, doi: 10.1089/sur.2022.246 (USA) . The goal of this study is to examine the outcomes of sternal rigid plate fixation in patients with and without infections. Between april 2013 and august 2021, 97 patients who received sternal rigid plate fixation were included in the study. Patients were then categorized as either primary plating pati nts, considered high risk during the primary cardiac procedure (clean), or as patients who were clinically infected/culture positive or were left open (infected). 68 patients (49 males, 19 females, mean age 63.15+/-12.08 years) were clinically infected/culture positive or open (infected), and 29 patients (24 males, 5 females, mean age 57.76+/-12.03 years) were clean/primary plating (clean). For patients who were believed to have infection, the surgical approach was staged starting with one to five washouts (median of approximately 1.5) then followed by sternal rigid plate fixation. Once the wound was determined to no longer be infected, the final surgery (or only surgery in the case of patients without infection) was the internal fixation of the sternum. Internal fixation began with debridement and removal of the previously placed antibiotic beads, or removal of hardware for patients who only had primary non-union. The sternum was carefully reduced with a combination of techniques. Once reduced, the sternum was plated with the unknown synthes matrix titanium sternal fixation system. Complications were reported as follows: 15 patients (9 males and 6 females) had post- sternal rigid plate fixation infection developed within 6 months of surgery. 11 had hardware removed. 3 patients had plates removed for pain or hardware failure, but these patients had no signs of infection at the time of removal. This report is for the unknown synthes matrix titanium sternal fixation system. This is report 1 of 1 for (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.